Manufacturer narrative:
Follow up 001 report (ref natus complaint# (B)(4). (B)(6) 2021 - onpower systems preliminary findings: the unit in question, sn: (B)(6) was preliminary reviewed/investigated by on power systems service team on (B)(6)2020. The initial review/investigation revealed the following; there was no external damage to the unit. One screw was missing on the bottom of the unit. The internal power components appeared to not have sustained any damage. They will however be fully re-tested by the manufacturer. The board that controls the front panel led's was found to have failed/blown components. The mov's were quickly reviewed and appeared to be in working order, however will be re-tested by the manufacturer. This unit was sent back to powervar, under warranty, for a failure analysis report and repair. It should be noted that on power systems has supplied natus with over 2,500 of the north american power conditioners (ops-93050-*xx*r). Final analysis results will be sent on once recieved by the manufacturer powervar. The UDI number for this device was not availabel at this time of reporting. Correction: b1; d4;h1; h6..

Manufacturer narrative:
Initial report (ref complaint (B)(4)). Customer reported their isolation transformer started burning and smoking while in use. No injuries were reported. Follow-up adverse event questions sent to the customer by qa request. No response to date. There are 2 previous complaints (B)(4) for burning/smoking isolation transformers that could be related. Both were reported to regulatory agencies. Further investigation needed to confirm if this complaint is related.

Event description:
Isolation transformer - 110v ergojust cart - isolation transformer started burning and smoking while in use on a patient. No injury was reported.

Manufacturer narrative:
Follow up report (B)(4) (ref complaint (B)(4)). The device was preliminary inspected by the distributor (on power). On power reported the front panel led's was found to have failed/blown components. Powervar (device manufacturer) provided the following defect information: the components that failed are located on the "line earthing detector board". This board is designed to alert the user if the power source / cord is not properly grounded, which is indicated by a flashing the red led on the front panel. Due to its function, the board is located on the primary side of the isolation transformer, and has no part in any power filtering, or supporting the output of the unit. It was also noted that one screw was missing, however no external or internal damage was found. The unit has was sent back to the manufacturer powervar for full failure analysis report and repair. Powervar provided a follow up failure analysis report. The failure analysis report which was closed on the (B)(6) 2021 documents the following: problem description: display board has a cap and resistor issue. Root cause: as reported in the RMA #(B)(4) report, the components that failed are located on the "line earthing detector board". This board is designed to alert the user if the power source / cord is not properly grounded, which is indicated by a flashing the red led on the front panel. Due to its function, the board is located on the primary side of the isolation transformer, and has no part in any power filtering, or supporting the output of the unit. After visual, and using a digital multimeter inspection, multiple component failures were found. Component, that most likely failed first, is the cr4 rectifier diode which provides a half wave power source for the electronics on this board. This component shorted allowing ac to directly pass through dc supply circuit, hence overloading the current limiting resistor r10 due to excessive current flow on the board. Capacitor c3 is a low pass filter and bulk electrolytic for this supply and would have overheated from ac being applied, hence rupturing the end seal. Note that failure on this board in no way effects operation of the power conditioner itself. However, there may have been some odors emitted during the failure. Given the primary side location of the circuit, the most likely root cause of the cr4 failure is a line transient. Even though circuit nominally sees only 12v ac, tapped from the primary winding, line transient could have caused voltage to exceed the voltage rating of the above. There are no steps in manufacturing that would contribute to this type of event. The isolation transformer is a purchased part and added to the natus eeg system. There have been no previous complaints and reportable mdrs associated to this type of failure. Per hazard ID (B)(4) of (B)(4) - eeg/psg risk analysis, the risk is considered moderate.

Event description:
Isolation transformer - 110v ergojust cart - isolation transformer started burning and smoking while in use on a patient. No injury was reported.